Event description:
It was reported that during a gastric bypass procedure, after the fourth firing with a reload, a leak test was done and there was a small leak, so the doctor oversewed the staple line. Another leak test was done and it was fine. Within 24 hours, the patient was brought back to the or because of pain. The doctor suspected leakage. He found a small amount of bleeding, but could not determine where it was coming from. He irrigated and put in a drain to manage the bleeding. Physician unable to determine exact location of bleeding. Unknown how much blood loss occurred. Also, case took a few minutes longer, about 5-10 minutes.

Manufacturer narrative:
D4; h4, 6: information anticipated, but unavailable at this time.